Manufacturer narrative:
Additional codes added to section h6 evaluation codes result and conclusion. Device evaluation summary: one of the inspiratory flow module(ifm) printed circuit board (pcb) was returned to medtronic for further analysis. A visual inspection of the returned pcb was conducted and no anomalies were found. When it was attached to the test unit, it was found that during the extended self test (est), the ventilator failed the circuit pressure test, reporting that the inspiratory auto zero solenoid was not operational with an alert code. The failure was also intermittent. During the investigation, they had concluded that the failure is due to a narrow pass/fail criteria of a one sample adc read in software and software release 6 is addressing this issue. The cause of the observed condition was determined to be software issue of ifm pcb. The event will be included in trending and monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the service engineer (se) inspected the ventilator and replaced the inspiratory electronic printed circuit board. The ventilator passed all testing per manufacturer specification and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stated "est [extended self test] required," generated a "vent inop" message with error codes and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.